Manufacturer narrative:
A medtronic representative inspected the imaging system and replaced the uninterruptible power supply (ups). The uninterruptible power supply (ups) has been returned to the manufacturer for evaluation, however, no results are available at this time.

Event description:
A site biomed representative reported that while in a spinal fusion case, the pendant buttons on the imaging system are intermittently unresponsive. This occurred while the system was around the patient. The site was eventually able to use the buttons to open the door and back the system out. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on patient outcome.

Manufacturer narrative:
Additional information: the representative confirmed the system is now functioning normally.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
A medtronic representative reported that the pendant of the imaging system was replaced and not the uninterruptible power supply (ups). The pendant was returned to the manufacturer for evaluation. The ups was not replaced, therefore not returned for evaluation. The analysis of the pendant was completed by medtronic personnel. Testing found that the pendant passed functional testing but failed visual inspection as there were cosmetic damages.